Manufacturer narrative:
No button response due to flattened button dome switch on up arrow button. Analysis was unable to test for motor error alarms due to no button response. No sticky button noted. The motor passed motor test. The insulin pump was received with stripped battery cap coin slot, broken belt clip slot, scratched lcd window and case. Test battery cap fits properly into battery tube threads. No cracks near screen around up arrow button noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.